Event description:
It was reported that: the auto/manual selector valve stuck between the automatic and manual positions. The patient could not be ventilated in either the automatic or manual mode. An alternate manual ventilation system had to be used to ventilate the patient. There was no patient injury.